Event description:
Caller reported that pump battery was depleting too quickly, leading to a pump shutdown. Customer's blood glucose level exceeded 500 mg/dl with the specific highest value unknown, only displayed as "high." Caller addressed the issue with manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.